Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, the marker bands on the apex balloon were not visible. The physician was unable to see the marker bands on the apex balloon. Another manufacturer's balloon was used to successfully complete the procedure. There were no pt complications, and the pt was reported to be okay.